Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1027747 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1027747 and test base part number 190-430 / lot 1027747. The lot met the required release specifications. A review of the complaints reported as xxxxxxxx patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1027747 showed that the complaint rate is(B)(4). In abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab with 11 patients. The customer reported positive results with the ID now covid-19 assay performed on (B)(6) 2021. Confirmation testing with tma generated negative results. The customer stated the patient were symptomatic. The customer confirmed there was no delay or impact in the patient's treatment.